Event description:
It was reported that during an unknown procedure, the stapler cut but staples were not formed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.